Event description:
It was reported that the universal modular electric/battery double trigger handpiece trigger stopped during the procedure. It was reported that the battery was replaced and the device began to work. It was further reported that later during the procedure, the device made a strange noise and then no longer worked. There was no report of surgical delay or pt injury associated with the event. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.